Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that myocardial infarction, stent thrombosis, and stent underexpansion occurred. In (B)(6) 2016, the patient presented with acute anterior myocardial infarction. Target lesion #1 was located in the totally occluded mid left anterior descending (lad) artery. Target lesion #1 was treated with direct placement of a 2.5x32mm synergy drug-eluting stent. Target lesion #2 was located in the very tortuous, highly calcified, and serially stenotic obtuse marginal (om). Target lesion #2 was treated with stent placement using a 2.5x12mm synergy drug-eluting stent in the distal om and a 2.5x32mm synergy drug-eluting stent in the mid om with good result. Target lesion #3 was located in the right coronary artery (rca). Target lesion #3 was treated with direct stent placement using a 3.0x38 synergy drug-eluting stent. With excellent result, the dilatation equipment was removed. The sheath was removed using a non-bsc vascular closure device and the procedure was completed. Six days post procedure, patient presented to an outside hospital with complaints of chest pain and found to have anterior st elevation on electrocardiogram (EKG). Subsequently, the patient had been transferred emergently to the facility to formally delineate the coronary anatomy. Coronary angiography was performed which revealed the lad artery to have 100% occlusion proximal to a previously placed stent. After visualization of the lesions in the lad bed it was decided to proceed with emergent percutaneous revascularization. The patient was given unfractionated heparin for systemic anticoagulation and later during the case was actually changed over to aggrastat to minimize the risk of occlusion. Brilinta was also loaded. A choice floppy wire would initially not advance so a choice pt wire was advanced in the distal portion of the bed and a 2.0x20 balloon was used to pre-dilate the region to ensure at least a patent vessel. After the balloon was inflated we did try export thrombus aspiration with some removal of clot. It was felt best to go ahead and see why the stent had clotted off so quickly so attempt at oct was made but unfortunately the imaging was very poor and technically difficult and essentially did not reveal any adequate information. At this time it was decided to take a 2.5 balloon and further dilate the stent to make sure that it was adequately opposed. This was done. Then an ivus catheter was advanced across to support further imaging. At that point the ivus catheter did come back and as we were pulling back did show evidence of stent under-expansion and a good portion of the mid to proximal portion of the stent unfortunately as were had the catheter pulling out the whole system shut down and rebooted so we were not able to retain those images. It was felt best at this time, however, to take a larger balloon and try to make sure the stent was post-dilated. At this time, a 3.0x30 balloon was inflated multiple times throughout the region to further post-dilate the territory and hope we get some expansion. If with this, the proximal stent did not appear to be fully opposed., so it was felt best to take a second stent and go ahead and solidify the position. So a 3.5x60mm promus drug-eluting stent was advanced in the proximal portion and was deployed at 12 atmospheres. This balloon was advanced in the overlap and initial deployment was to 14 atmospheres and then re-inflated at 12 atmospheres in the stent overlap region with adequate expansion. Of note, prior to the stent being implanted there was another run with the export thrombus aspiration catheter as there was appearance of some clot reforming in the stented region. After the balloon was removed from the stenting there was improved flow in the territory. It was felt best at this point not to try to pursue any further manipulation of the vessel and instead give aggrastat and bring the patient back the next day to reassess the coronary circuit at that time hopefully with an imaging modality that is functioning reliably. At the conclusion of the procedure the vessel had 0% residual stenoses in the stented regions with timi-3 flow and no evidence of perforation, dissection or other complication.